Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached end of life (eol) due to the charge time. The monitor voltage was 2.55 volts with a charge time (CT) of 30 seconds. Boston scientific technical services (ts) was contacted and discussed the battery voltage with the health care professional (hcp). No adverse patient effects were reported.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation will be updated.